Event description:
It was reported that the customer was hospitalized for high blood glucose levels, as well as spilling large ketones. Troubleshooting was performed and the insulin pump passed the prime test. All programming was lost as the customer had removed the batteries from the insulin pump. High pressure test was performed due to the customer not having the tubing clamp. Tubing clamp was sent to the customer and was instructed to call back to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.